Manufacturer narrative:
The device is not expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
After insertion of the sheath and removal of the wire, the physician noticed the tip of the wire was missing. The tip was found inside the clotted fistula. The physician used a snare to remove the tip of the wire from the patient. No additional harm was reported.